Event description:
It was reported that patient underwent an elbow plating procedure on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013, to remove and replace the plate due to implant fracture. It has been further reported that another revision procedure has taken place to remove and replace the plate that was implanted on (B)(6)2013, as it also fractured. The date of the second revision procedure is currently unknown.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01641 / 01642). (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload. Review of x-rays with design engineer found indications that product positioning and selection were also a factor. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "correct selection of the implant is extremely important. The potential for success in fracture fixation is increased by the selection of the proper size, shape and design of the implants." Number 3 states, "preoperative and operative procedures, including knowledge of surgical techniques, good reduction, proper selection and placement of the implants are important considerations in the successful utilization of temporary internal fixation devices. See the surgical technique for specific surgical procedure." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01641 / 01642).